Event description:
Device 3 of 3. Reference MFR report: 1627487-2010-01172 and 01317.

Manufacturer narrative:
Device 3 of 3. Eval: method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Lead has bodily fluids inside the lead body. Outer tubing has damage from electro-cautery. Lead passes continuity testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.